Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 22:10:53. During night drain cycle one, the patient's ultrafiltration reading was 11456ml, indicating the home patient (hp) drained 11456ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain cycle two was added into the uf reading for drain cycle one due to the patient ending therapy before the drain was completed. The drain volume of drain cycle one was 2212 ml, which does not meet iipv criteria. However, the drain volume for drain cycle two was found to be 13240ml based on the change in patient volume, which does meet iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be an unexpected high ultra-filtration (uf). If any additional information is received a follow-up will be sent.